Event description:
The customer performed a control test using his breeze2 meter and received a result of 180 mg/dl. The normal control range was 90-124 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.